Manufacturer narrative:
Common name: catheter, peritoneal. Product code: gbw. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure the peritoneal lavage catheter was leaking on the surface of the abdomen. A crack/tear was found at the root of the catheter. It was further noted that the catheter had a hole near the hub. The catheter was replaced with another catheter. No other information was made available.